Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's tidal volume was low. The device was not in patient use. The device's flow sensor needs to be replaced to address the issue.